Manufacturer narrative:
Concomitant medical products: 400358 lead implanted: (B)(6) 1988. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected intermittent far-field r-wave (ffrw) oversensing noted on stored electrograms (egms). The atrial lead remains in use. No patient complications have been reported as a result of this event.